Manufacturer narrative:
The ipg passed visual, electrical and photographic image tests performed. Further analysis of the ipg confirmed the complaint of rapid battery depletion. It was determined that damage done to the analog integrated circuit results in fast battery depletion of the ipg. This failure has been replicated on the bench by applying a high voltage transient to the ipg case either directly or through arcing. Monopolar electrocautery is a known source of high voltage transients. Current labeling warns against the use of monopolar electrocautery with the system. This is the final report.

Event description:
A report was received that after lead revision, a patient's ipg was completely depleted after five hours. The physician chose to explant the ipg because, he thought the ipg was depleting too quickly. The patient is reportedly doing well after the explant surgery.